Manufacturer narrative:
The sample was returned and evaluated. The introducer was confirmed to be in two pieces with straight edges that are indicative of a cut using a sharp instrument. The cut was at an angle approximately where the sheath would pass through the skin. Since the alleged complaint was most likely the result of an event within the user environment, no corrective action will be taken at this time.

Event description:
The step of procedure: 1.insert needle to the femoral vein , 2.insert guidewire, 3.remove needle, 4.insert sheath, 5.remove guidewire and dilator, 6.the dr. Hold the body of sheath (near valve) prepare to insert tubing, but he found the sheath was broken and the broken parts was shifted near to right atrium. It was taken out by snare.